Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an apical prolapse repair procedure performed on (B)(6) 2014. According to the complainant, when the physician pulled the device after passing through the sacrospinous ligament, the needle was no longer attached to the suture. The physician performed an x-ray to locate the detached needle; however, it was unsuccessful. The procedure was completed with this device. There were no patient complications reported as a result of this event.